Event description:
It was reported that when patient presented to the clinic for a follow up exam, upon lead interrogation, episodes of high ventricular rate due to lead noise was observed on the lead. Noise was unable to be reproduced in the clinic and no electrical anomalies were observed on the lead. No changes were made at the time. The patient will continue to be monitored.